Event description:
It was reported that during implant attempt, the lead appeared to get hooked on something which was not identified. It was further reported that the lead was unable to be moved forward or backward. The lead was able to be removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted the proximal conductor was stretched, the inner tubing was kinked/buckled, the helix/lobe as distorted/bent, there was blood in/on the helix /lobe mechanism, there was a damaged guidetooth and the lead appeared damaged at implant.